Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), 200cc silicone bulb evacuator. Visual inspection of the sample noted that the tethered cap port was cut short, likely by the complainant. The tethered cap was manually connected to the cut port and remained in place without interference. The cap was then removed without issue. Both ports were able to be closed firmly and the caps were abled to be removed with moderate force (approx. 5 lbs). No other damages or missing components were noted. This was within specification, which states, "no damaged or missing components." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿indications for use: wound drains are used to remove exudates from wound sites. A. Drain placement for 100cc, 200cc, and 400cc silicone evacuators 1. Place wound drain(s) within critical fluid collection areas. 2. Draw non-perforated section of wound drain through skin until drain indicator mark appears at the skin surface. 3. Attach non-perforated section of drain directly to evacuator inlet port. 4. 200cc and 400cc silicone evacuators: when using 2 silicone drains with one evacuator, clip sealed inlet port and attach second drain. B. Drain placement for all other evacuators 1. Place wound drain(s) within critical fluid collection areas. 2. Draw non-perforated section of wound drain through skin until drain indicator mark appears at the skin surface. 3. Attach non-perforated section of drain either to y-connector or directly to evacuator inlet port. 4. With two silicone drains, attach blue adaptors to drains and y-connector, and attach y-connector to inlet port. Note: for 1/8¿ (3.2 mm) round drain, y-connector or enclosed 1/8¿ (3.2 mm) drain adapter must be used to connect to evacuator. Caution: do not puncture or perforate drain. C. With silicone round double drain 1. See instructions with drain. D. Attaching to auxiliary suction 1. Connect suction tube to empty port using a stepped 5-in-1 connector. 2. During auxiliary suction, evacuator will deflate and exudate will flow through evacuator into suction tube. E. To establish suction 1. Open empty port. 2. Squeeze evacuator. 3. Close empty port. Note: reflux of fluid to the patient is minimized during reactivation by an anti-reflux valve in inlet port. F. To empty container 1. Open empty port over collection basin. 2. Squeeze evacuator to empty. G. To re-establish suction 1. Repeat step ¿e¿ above. H. To read fluid volume 1. Invert unit. 2. Open empty port to release vacuum. 3. Read and record approximate volume. 4. Empty and reactivate evacuator." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user found the cap of the device easily came off prior to use. The device was not used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the user found the cap of the device easily came off prior to use. The device was not used.